Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 529 mg/dl. Reportedly, a bolus was delivered to address bg level and customer required assistance changing the infusion set. Upon troubleshooting with tandem technical support, it was reported that air bubbles were observed in the infusion set tubing, and reported that the customer forgot to perform the load fill tubing sequence when loading on new pump supplies onto the pump. Reportedly, customer completed the fill tubing sequence and insulin delivery was resumed.